Event description:
The manufacturer received information alleging a ventilator was alarming and required service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator would not cycle and would constantly alarm. The device ball screw assembly and piston cylinder will be replaced to address the issue. A review of the device's service history indicated the device had not been returned to the manufacturer for service since 2006. Conclusion: device has been evaluated; however, the components have not been replaced pending customer approval of the estimate.